Manufacturer narrative:
Batch review performed on 04.march.2021: lot 121433: (B)(4) items manufactured and released on 14-may-2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017. The stem and shell were not revised. The head was revised but it is not marketed in the USA.

Event description:
Revision surgery was performed about 7 years and 1 month after the primary surgery due to an infection (the pathogen is unknown). The surgeon performed a washout and revised the head and the liner by posterior approach.